Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: blood glucose (bg) of 32 mg/dl was entered into the pump by the user on (B)(6)2018. Immediately following the user entered a bg of 62 mg/dl and the lowest bg captured by continuous glucose monitor (cgm) that hour was 51 mg/dl. An extended bolus of 3.89 units initially and an additional 3.89 units over two hours was delivered prior to the low bg. An additional override bolus for 0.75 units shortly after the extended bolus was finished. User made bolus requests while still having insulin on board (iob). Cartridge change sequence was completed on (B)(6)2018. On (B)(6)2018 a cgm alert 1 (cgm low alert) was annunciated for a bg below 46 mg/dl. Prior to the cgm low alerts an extended bolus of 3.05 units initially and an additional 3.05 units over two hours. If user did not disconnect during ¿tubing fill¿ process of the cartridge change sequence insulin would be delivered, and this could cause bg levels to drop. Making bolus requests and still having insulin on board could lead to a low bg event. It is possible the user overcorrected. There is no evidence that the insulin pump experienced a malfunction or failure.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 39 mg/dl; cause was unknown. Glucose tablets and a temporary basal rate was set to treat the low bg level. Recommendation was made to consult with health care provider regarding diabetes management.